Manufacturer narrative:
Correction: MDR# 1020279-2015-00641 was filed in error. The explanted products were not smith & nephew products.

Manufacturer narrative:
Smith & nephew, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, inc. Has not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that a revision surgery was performed for unspecified reasons.